Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose drive support disk. The unit also had a scratched lcd window, as well as cracks on the reservoir tube lip and battery tube threads.

Event description:
The customer reported an alarm during the manual prime. No damage to the drive support cap was noted. Advised the customer that the insulin pump would be replaced. Nothing further was reported.